Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an episode of vt. Review of egm shows atrial fibrillation with rapid ventricular response. Morphology diagnosed the episode vt and patient received inappropriate shock. There were no adverse events due to the inappropriate therapy. The device was reprogrammed and patient condition after the event was good.